Event description:
The device was connected to a pt with a normal sinus rhythm. Reportedly, the device spontaneously entered shock advisory mode and rendered a shock advised determination. The operator cycled device power and the device was used without further incident. There were no adverse affects to the pt resulting from the reported discrepancy.